Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. After the battery was recovered, the ipg communicated, charged, and passed functional test on the autotester. Unable to determine the root cause of reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the physician explanted and replaced the ipg. Surgical intervention resolved the issue.